Manufacturer narrative:
(B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Concomitant medical products: architect analyzer,. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
In the investigation of the customer's complaint of an elevated bhcg result, the customer's architect i2000 analyzer result log was reviewed. Out of 11022 results generated from 2009, 17 patient samples generated architect error code 1007 (unable to process test, activated read failure) and/or error code 1006 (unable to process test, background read failure). Additionally, eight patient results contained elevated relative light units (rlu's) that did not produce any error codes. None of the patient samples which generated the error codes or elevated rlu's were for the results associated with the customer's complaint of elevated bhcg result. There was no impact to patient management.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In the initial medwatch and the -01 follow up submission, the suspect medical device, lot # was reported as unknown. In the -02 medwatch submission, architect reaction vessel lots 71168p100 and 71555p100 were identified, however, these lots were derived from the customer shipping records. As the actual lot of suspect medical device in use at the time the issue was identified by the customer could not be confirmed, the suspect medical device was changed back to unknown.. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular (B)(4) lot were responsible for a majority of the static discharge events. Analysis of this (B)(4) lot determined it has unique compositional and analytical characteristics when compared to other (B)(4) lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated ramus with a xience v stent. In 2009, the pt began to have increased chest pain and shortness of breath. The pt was evaluated by the cardiologist twenty days later, and was restarted on toprol and imdur, and the functional ischemia study was positive. The pt was instructed to follow up a week later with cardiologist. The pt was found unresponsive, and arrived at the hospital intubated and in cardiac arrest. The pt expired two days later. An autopsy was not performed and the cause of death was not reported. There is no additional info available.